Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws appear open and fail to close during inspection. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument stopped working 5-10 minutes into the case. The instrument locked up and the surgeon had no control over it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck closed on tissue. There was no harm to patient tissue.